Event description:
Post-operative x-ray revealed cage breakage/migration. Revision surgery has been scheduled.

Event description:
Post-operative x-ray revealed cage breakage/migration. Revision surgery has been scheduled. Revision surgery performed (B)(6) 2015 revealed screw disassociation causing the cage migration.